Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "b30" occurred when using olympus, series 190 scopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device was not returned from the facility. The service department checked the cables and the duplication of the error at the site; however, the phenomenon still remained. When the customer removed the subject device from the emergency tower, the phenomenon was resolved. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.